Event description:
The facility representative reported a colleague infusion pump with an 810:11alarm. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 810:11 alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to an out of calibration air in line printed circuit board (ail pcb). The ail pcb was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.